Event description:
Related manufacturer report number: 2017865-2024-33621. It was reported following unrelated procedure that atrial loss of capture and decreased atrial sensing occurred. It was unknown whether these parameter changes were the result of the implantable cardioverter defibrillator or an atrial lead issue. Programming changes were made. There were no patient consequences.